Manufacturer narrative:
(Phone number): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "implant rupture" confirmed by ultrasound. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as a surgical impact opening, for the stress mark in the shell (shell thickness whiting to spec). Capsular contracture: unable to observed as it is a medical event not related to the device. Additional observations: crease fold observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported unknown side "implant rupture" confirmed by ultrasound. Healthcare professional updated rupture to left side and additionally reported left capsular contracture baker grade ii. Device has been explanted and replaced.

Event description:
Healthcare professional updated rupture to left side and additionally reported left capsular contracture baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified observed broken device and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.